Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 7 years after the estimated implantation time in (B)(6) 2011 oversensing was noted. An event date was not reported. The lead remains implanted.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freeze as well as the iegm episode number 17 showed artefacts on the ff and on the rv channel leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the lead itself become available for analysis, the investigation will be updated.